Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy on the first attempt with a green reload using seam guard the device did not fire and it locked out. A second green reload was loaded and it fired correctly using seam guard. A gold reload was loaded and it fire as expected. Then on the third fire with a blue reload, when the device was inserted into the trocar the surgeon felt resistance. The seam guard slid out of place due to a bent anvil. The procedure was completed with a second like device with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/27/2021. H6: component code =g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil bent upwards and with a gst60b reload loaded on the device. The reload was received fully fired. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.